Event description:
It was reported that during a polypectomy procedure, the snare wire broke. The physician completed the case successfully after removing the wire through the endoscope with no patient complications. Product was returned for evaluation, which found the loop wire extremely blackened and broken. Cause of complaint is unknown.